Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump recommended a larger than expected bolus. During troubleshooting with tandem technical support it was determined the customer accidentally programmed the pump time incorrectly. Reportedly, the customer changed the pump time due to daylight savings, but forgot to change their am/pm settings. Customer adjusted their pump time. There was no impact to customer's blood glucose level.